Event description:
It was reported that this right atrial (ra) lead exhibited low, out-of-range intrinsic amplitudes of 0.4mv. Undersensing was observed in the right atrial automatic threshold test. An email was sent to the clinic recommending further review of the patient and ra lead. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.